Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: d154vwc ICD, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high ventricular thresholds that rose from 0.75 v at 0.4 ms to 2.25 at 0.4 ms. It was further noted that the lead had high impedance that gradually rose from 500 to over 1385 ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.